Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a device change-out due to normal eri, lead insulation anomaly and oversensing were observed. The lead was explanted and replaced. Patient condition was good after event.